Event description:
It was reported that the patient's pacemaker was found in back up operation via merlin.net transmission. The patient was brought into clinic and found out that the backup operation was due to usage of heating pad. Programming changes were made. No patient consequences reported.